Event description:
No new information.

Manufacturer narrative:
Additional information: d9 device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during use in a procedure at the user facility, the device was overheating. The patient had minor burns around the lips. The procedure was completed successfully without a clinically significant delay. There was no medical intervention, reported with this event.